Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. Hl-90jp 510k: this is an international code - the model#/catalog# identified in section d4 is a smiths medical product which is the same or similar to a device that is approved for sale domestically. The domestic similar list number is hl-90. The 510k number provided in section g5 is for the domestic similar product: k911383. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed in accordance with 21 cfr 803.56.

Event description:
It was reported that there was a water leak from the tank. There was no patient involvement reported.

Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. There were cracks at the bottom of the tank causing the device to leak. Repair is not possible as it has been over 20 years since manufacture. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.